Event description:
The pt reported that the tubing of his insulin infusion set is "kinking" and "wraps around itself." He stated that he started to notice this issue in some of the boxes of infusion sets about 2 months to maybe a yr ago. He said he had an elevated blood glucose reading of 145 mg/dl this morning with his normal range being 80-82 mg/dl. Courtesy infusion sets were sent to the pt. On follow up, the pt stated he has not used the infusion sets sent yet but that his current tubing is properly working. He stated he is still experiencing some elevated blood glucose readings as he has been for the past 2-3 weeks. He said his highest reading was 186 mg/dl. The pt stated his doctor changed his basal rates some in 2008, and he has been working with his trainer about further adjustments to his basal rates. He stated he does have 1 small air bubble in his cartridge. He said he does not prime with the adapter upright. The pt was advised to do so and to prime until he primes out the air bubble. The pt also stated he does not allow the insulin to reach room temperature before using it. He was advised to do so. The pt stated he has had some changes in medications within the last 3 weeks to 1.5 months. The product was replaced and requested to be returned for eval.